Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when defibrillator electrodes were attached to the defibrillator, the defibrillator did not pair with the monitor and printing of the electrocardiogram (ECG) was not possible. Information obtained via good faith effort indicated the patient was deceased prior to the deployment of the device. As the event occurred, post-mortem, the reported issue did not cause or contribute to patient harm or death. Analysis of the incident log files are pending at this time.

Manufacturer narrative:
Product information and patient information updated due to new information obtained.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when defibrillator electrodes were attached to the defibrillator, the defibrillator did not pair with the monitor. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.